Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (332- over 500 mg/dl). The pump supplies were changed multiple times. Insulin injections and boluses via the pump were used to address the bg level. The contact had also adjusted the pump basal rate setting to help with the high bg. The contact did not think the pump was delivering insulin. A pump system check was performed and the time was found to be off by 1 hour. The contact reported that the time was not corrected after a recent move from a different time zone on (B)(6) 2017. The time was changed to the local time successfully. Tandem technical support advised the contact to discuss the high bg with a healthcare provider.